Event description:
.2 mm metalic particle left in pt's eye during surgery to remove cataracts. Physician did remove fragments and retained it for MFR to test for toxicity and analysis of origin. Based on tests concluding no toxicity there should be no problem for the pt and physician has seen no problem, to date, with pt. Fragment 30 degrees phaco tips, phaco wrench were evaluated by MFR.